Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the ps1 power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, ubd: unknown, UDI#: unknown h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not take 3d exposures. It sounded like it was spinning, but it would not take 3d spins. Troubleshooting was performed. After a reboot, it got stick in initializing please wait. The site changed out the mobile viewing station (mvs) and the system was still stuck in initializing please wait. There was no patient involvement. Additional information was received. It was reported that the system would not expose when the site tried to use it again. They said someone was onsite on 2024-sep-30 and fixed it, but that it went back to not exposing.